Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The ipg ram dump showed no anomalies. The ipg was programmed to atm mode. The data documented fluctuating values of the rv pacing threshold between 0.8 v and 2.4 v. These fluctuations presumably led to the reported event. The root cause of these fluctuations of the pacing threshold was not determinable. The impedance trend showed normal values. The available data does not show any indication of an ipg malfunction.

Event description:
Pacing failure events were observed. Data shows no suspicion on lead malfunction. Loss of capture was no longer observed when the output was increased. Should additional information be received this file will be updated.

Event description:
Pacing failure events were observed. Data shows no suspicion on lead malfunction. Loss of capture was no longer observed when the output was increased. Should additional information be received this file will be updated.